Event description:
The user facility reported syringe broke during administering of remicade. Follow-up communication with the user facility confirmed: the 10cc syringe contained 100mg of remicade; the syringe cracked along the side and the medication was spilled; the nurse was unable to accurately determine how much medication was injected and how much medication was spilled; she guesses about half (50mg) was injected, as the client's dose should be calculated from weight ~540mg, and we are guessing there was ~550mg in bag and decided to infuse as is; unable to get a hold of prescribing physician, rn spoke with bac. 30 minutes into injection (rate at 50cc/hour), client reported feeling "strange", and felt flushed and the client was red in the face; rn turned off the remicade and restarted ns and applied cold compress to client's face. 5 minutes later, client vomited ~200cc in bathroom, client stayed in bathroom for 25minutes and she felt nauseated; rn administered 50mg benadryl IV and took client's vs every 10 minutes; client returned to seat - reported not feeling nausea but felt tired and "shaky"; rn infused 500cc ns before restarting remicade and administered 650mg tylenol, client drank two glasses of water; client felt very sleepy and slept through rest of infusion easily roused for vs; remicade restarted after 500cc ns infused, starting at 20cc/hour and increased every 15 minutes; and rest of infusion unremarkable.

Manufacturer narrative:
The involved device was not returned for evaluation, which limits the failure investigation. The investigation was based upon assessment of user facility information and evaluation of reserve samples from the reported lot and current lot samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. Simulation testing was performed. First on a syringe stored under normal room temperature was attached with the needle and conducted aspiration and depression of saline solution. Air bubbles were removed by tapping with finger and tap on the edge of the table. No crack was observed. A second simulation on a syringe that was stored in a cold temperature 2-4°c for several hours conducted aspiration and depression of saline solution. Air bubbles were removed by tapping with finger and tap on the edge of the table. A fine line crack occurred after tapping on the table. A review of the device history records and inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. Based on the available information and the simulation testing, storing the syringe in a cold environment may have an effect on the barrel integrity. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).